Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege any specific device failure and medical records provided have been limited to the implant operative report, and explant operative report. A review of the clinical information provided identifies a hernia recurrence; inflammation, foreign body reaction reported may be a cascading symptomatic response to the recurrence. Based on the information provided, it does not appear to be a reaction/rejection of the mesh. Hernia recurrence and inflammation are known risks of surgery and are listed in the instructions-for-use as a possible complications. A sample was not returned for evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1). The patient's attorney made no allegation related to the bard/davol ventrio st. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney, implant operative report, and explant operative report: on (B)(6) 2012 - the patient underwent repair of a right inguinal hernia using a small bard/davol perfix plug (device 1). On (B)(6) 2018 - the patient underwent repair of the right inguinal hernia recurrence utilizing a bard/davol ventrio st mesh. At this time the perfix plug (device 1) was explanted. Operative dictation notes the mesh was stuck to a vein, artery and the spermatic cord. The mesh was removed from the cord, however, a portion of the vein was removed with the mesh as the two could not be easily separated. Surgical pathology has been provided and notes findings of ¿fibrovascular and adipose tissue with embedded synthetic mesh surrounded by chronic inflammation and foreign body giant cell reaction.¿ as alleged, the patient has had to "endure immense pain and suffering, the need for additional surgery, and injuries caused to him as a result of severe physical distress."